Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 12 november 2015. The representative reported that a defective charger node was inside the battery charger enclosure. This led to the battery tray to not charge fully. The representative then replaced the charger and batteries on 13 november 2015. The imaging system then passed the system checkout and was found to be fully functional. The charger enclosure was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The batteries were returned to the manufacturer for analysis. Testing found that the batteries measured at a voltage of 7v when 27v was the intended value. This confirmed an electrical failure due to the batteries not holding a charge. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system would not charge when powered on and the battery level indicator would continuously drop. No additional information was provided. There was no patient present when this issue was identified.